Manufacturer narrative:
The cusa clarity 36khz curved extended microtip¿ plus (5 pack) (c7415s) was not returned; therefore, failure analysis is not possible. However, investigation using an image provided by the customer was performed as follows: failure analysis - pictures provided show a fractured tip. However, from the pictures provided, it does not appear "burned", but rather it appears there are incident marks around the area of the fracture, likely from contacting a hard object and leading to the fracture of the tip. However, very limited information has been provided on the alleged incident, product lot information, or anything else, therefore no further failure analysis is possible at this time. Root cause - the complaint is considered confirmed for fractured tip but does not show any evidence of "burned"; therefore, the root cause cannot be determined without device evaluation. Additionally, the cusa clarity IFU contains warnings to heed to prevent tip fractures. No manufacturing, workmanship, or material deficiency was identified for correction because of this complaint investigation, and no other actions have been identified relating to this issue. Therefore, no further action or investigation is planned for this complaint. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a surgical procedure, the cusa clarity 36khz curved extended microtip¿ plus (5 pack) (c7415s) broke and the tip was possibly burnt as well. No information on patient injury or surgical delay has been provided; however, additional information has been requested.